Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) pacing pauses. Missing ventricular pace approximately 1hr 30s.

Event description:
It was reported that during the device interrogation, there was no capture management but the holter monitor showed missing ventricular paced beats. It was noted this was a known issue with this model. ¿something with amplifier of electrocardiogram (egm) and due to low value of programmed sensitivity.¿ the device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.